Manufacturer narrative:
Device is not being returned for evaluation.

Event description:
The anchor cracked while trying to insert. Malfunction report stated while the surgeon was tapping the inserter, the outer inserter shaft retracted leaving the anchor exposed outside the drill hole; so further impaction broke the anchor. The anchor was removed with the use of a resector and graspers. A delay of 10-15 minutes took place. The repair was completed with bioraptor.